Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, serial number catalogue and UDI. Upon investigation of the actual device used in this incident, it was determined that the interface was down. The technical support specialist (tss) dialed into the care fusion coordination engine server, started the cce service and validated the es server that was receiving messages from cce. The tss then restarted the service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was not receiving messages from the end users electronic medical record (emr) system. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was not receiving messages from the end users electronic medical record (emr) system. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.